Event description:
Customer reported an abo discrepancy on the abs2000 with a patient sample. A b positive sample was reported as ab positive on the abs2000. Review of results files displayed a positive reaction with anti-a (should be negative) and negative reaction with a1 cells (should be positive).

Manufacturer narrative:
Tested samples of known abo/rh with retention anti-a, lot 101678, anti-b, lot 201567, anti-d, series 4, lot 504697, anti-d series 5, lot 505548, a1 and b referencells, lots 111633 and 113633, respectively and hds, lot or144 on an in-house abs2000. The expected reactivity was observed in all testing. The customer did not return product or sample for investigation. A service call was made. Troubleshooting revealed issues with the washer and pipetter. The washer manifold was cleaned, and the pipetter probe was adjusted. The syringe plunger was replaced. The system was operational following the service call.